Manufacturer narrative:
Event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information, email, phone number and mailing address were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their diamondclean smart power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
D4: the device serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.